Event description:
It is reported that the patient had a right total knee replacement due to chronic pain and swelling in the knee after prior total knee replacement that was done elsewhere in 2008. During the revision it was noted that the knee had an abundant amount of clear fluid in the joint. The fluid was sent for cultures which were negative for infection. There was a lot of synovitis and wear debris in the joint. The tibial component was grossly loose. Around the femur there was osteolysis, and in the distal lateral femur, a large osteolytic cyst was removed.

Manufacturer narrative:
Information was received via maude report mw5038926. Evaluation summary: no devices or photos were received; therefore the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional information however no information has been received to date. A definitive root cause cannot be determined with the information provided. Evaluation codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.